Event description:
During an in-clinic follow-up, increased capture thresholds resulting in loss of capture was noted on the right ventricular (rv) leadless pacemaker (lp). The rv lp was reprogrammed to resolve this event. The patient was stable.